Manufacturer narrative:
We are not expecting the sample to be returned. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that "the customer wanted to start the pump, but the alarm drain valve failure, condensate bottle full occurred immediately. The pump was switched off and on again, but the alarm occurred again. Technical field service was called for checking the pump. The customer used another iabp console." There were no reported patient complications.